Manufacturer narrative:
No alarms noted. The pump passed the error test. However, the pump had a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident was 22.8 mmol/l. The alarm occurred during normal use and not after or during a battery change. The patient's pump had alarmed with unexpected restart several times already. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.